Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing settings not available.  Patient also stating either remote or battery will not charge past 90%. Met with patient due to settings unavailable notice on screen. Upon connecting to ins, the following impedances were found: electrode 4 value 28470 electrode 5 value 28270 electrode 10 value 27460 electrode 13 value 28470 electrode 14 value 28680. Patient was reprogrammed not using any of the orange electrodes above. Patient reports satisfied with programs and demonstrated ability to increase intensity on patient controller. Patient diary showing battery charging all the way up to 100%. Educated patient on removing battery out of back of remote and then replacing in the event that the screen of controller freezes. Provider notified. Programming issue resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.    Additional information was received from the patient.  Patient reported they are having problems with the device.  The patient reiterated the settings not available screen. Patient reported he met with reps at hcp ofc on (B)(6) 2023 to clear message settings not available, cannot provide your desire setting. Patient reported he is getting the error message settings not available when he is trying to increase the stimulation while on the call with ps. Ps reviewed meaning of message and assisted patient with clearing the message. Patient stated he is not sure what the message is referring to but he thinks it is a message that the elements are not working and he has 4 or 6 elements left. Patient said he reset the controller and it worked for a week and then the message came up again. Patient stated no one has explained to him why the message keeps coming up and how to fix the issue. Patient stated he is concern because the elements are remove or not working and going bad and he is not sure why. Ps reviewed the external devices are functioning as intended. The troubleshooting steps that were taken on the call resolved the issue

Event description:
(Con, rep): information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing settings not available.  Pt also stating either remote or battery will not charge past 90%. Met with patient due to settings unavailable notice on screen. Upon connecting to ins, the following impedances were found: electrode 4 value 28470 electrode 5 value 28270 electrode 10 value 27460 electrode 13 value 28470 electrode 14 value 28680. Patient was reprogrammed not using any of the orange electrodes above. Patient reports satisfied with programs and demonstrated ability to increase intensity on patient controller. Patient diary showing battery charging all the way up to 100%. Educated patient on removing battery out of back of remote and then replacing in the event that the screen of controller freezes. Provider notified. Programming issue resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.    2023-jul-06 rtg0461831 (con): additional information was received from the patient.  Patient reported they are having problems with the device.  The patient reiterated the settings not available screen. Patient reported he met with reps at hcp ofc on june 23, 2023 to clear message settings not available, cannot provide your desire setting. Patient reported he is getting the error message settings not available when he is trying to increase the stimulation while on the call with ps. Ps reviewed meaning of message and assisted patient with clearing the message. Patient stated he is not sure what the message is referring to but he thinks it is a message that the elements are not working and he has 4 or 6 elements left. Patient said he reset the controller and it worked for a week and then the message came up again. Patient stated no one has explained to him why the message keeps coming up and how to fix the issue. Patient stated he is concern because the elements are remove or not working and going bad and he is not sure why. Ps reviewed the external devices are functioning as intended. The troubleshooting steps that were taken on the call resolved the issue 2023-08-02 patient called back and explained that this has been an ongoing issue for the past two years. Patient stated they will meet with a rep to reset their settings and then a week later they get the same message again. Patient noted that this most recent time they only went one day after the settings were reset before they started seeing "settings not available" again and the stimulation stops working. Patient explained that when it does work, it's tremendous, but most of the time it doesn't work. Patient stated they have now been referred to a neurologist, dr. Matthew hazzard, to further address this issue. Patient was calling because they have an appointment tomorrow but can't get a response from their rep kaitlyn to 1. Confirm they can be at the appointment, 2. Send the data to dr. Hazzard, 3. Confirm if the data has been sent upstream to engineers/development for investigation. Patient stated no one can tell them why this is happening to them other than that 4-6 of their electrodes don't work. Patient noted that they've been told it's because they're reaching over and picking something up. Patient repeated the information in rtg0255364 about being attacked by a dog and landing on a metal pipe resulting in the implant being replaced. Patient commented that a physician assistant replaced their battery, and they suspect that's related to their issue. Agent reviewed role of pats and sent message to the field for visibility. 2023-08-08 patltr (con) patient reported serial number for controller. No new reportable information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that on 8/3/23 a clinical specialist (cs) met with pt and the doctor and the doctor recommended stimulation to be kept off at this time. On (B)(6) 2023, the patient contacted field team asking for what has been decided. Directed patient back to his dr to discuss future planning. The patient (pt) called back stating they were not getting anywhere with this for they were frustrated and in a triangle with the manufacturer and their healthcare provider (hcp). Pt said their hcp could not do anything. The pt last met with a rep who was the best rep they ever had. Pt said they had paddles in between shoulders with 16 electrodes. When the rep met with the pt they brought their device and it showed the very top had a positive and negative working and different resets; pt only had two electrodes working two on left and two on bottom. Pt said they were getting 18% out of their ins. When they met with a rep they called the engineers who said to not do a reset and that the reset was not working. It was recommended to turn off the ins. Pt wanted someone from the manufacturer to tell their hcp what was happening. Pt did have an appointment on monday. The pt had gone from using a cane to a walker. The meds they were on was not the normal meds they had and they are being turned down. Pt was frustrated and said no one cared. Pt said they had met with another rep about this as well and the next day it broke. Images of the impedance readings showing high impedances were sent in. On (B)(6) 2023, a rep met with the patient¿s provider nurse practioner and patient¿s physician¿s assistant. The patient states their doctor had ordered imaging but it has not been scheduled yet. Connection check shows red 3-7,10,11,14,15 impedance check: see images 0,1,8,12 green. Images of the impedance readings showed several high impedance contacts.

Manufacturer narrative:
Concomitant medical product: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 97745 serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative stating there were no known causes to patient's issues of high impedance and ineffective therapy. Furthermore, patient's doctor states they plan to explant the device, but the explant was not yet scheduled and the issues was not yet resolved. Additional information was received from rep stating on (B)(6) 23 doctor performed a full system explant.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: 2022 (B)(6), product type: lead. Product ID: 97745, serial#: (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of 97716 found no significant anomaly. Analysis of product ID 977c265, serial# (B)(6), implanted: (B)(6) 2022. Found lead distal end conductor broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction in failure to select outcome in b2, to change event severity in h1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2023 13:43:01 cst pli# 10 product ID# 97716 continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 97745 serial# (B)(6) product type programmer, patient h3: further analysis revealed corrosion on the lead's crimp sleeve. See below for the abstract of the updated analysis results. Two specify surescan paddle leads had been returned to medtronic with allegations of high impedance. One was a model 977c265 and the other was a model 977c165. For both leads, it was determined that the crimp sleeves connecting the cables to the electrodes on the distal end had corroded, as documented in (B)(6). Additional leads returned for high impedance were examined to determine if the crimp sleeves had corroded as well. Twenty-one (21) returned leads (models 39286, 39565, 977c165, 977c190, and 977c265) were examined. Seventeen (17) leads exhibited at least one corroded crimp sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.